Event description:
The reporter stated a competitor's lens was inserted and removed due to a bent haptic which occurred while using an mtc-60c fp cartridge, an msi-pf injector and a foam tip plunger. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
A cartridge lot number search was performed and three similar complaints were found. An injector lot number search was performed and eleven similar complaints were found. A foam tip plunger lot number search was performed and no similar complaints were found.